Event description:
An attorney reported that following intraocular lens (iol) implant surgery, a patient sustained "unspecified, severe, painful and permanent bodily injuries due to the products' defective design". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).